Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis and esophageal inflammation on (B)(6) 2026. The patient¿s blood glucose levels rose above 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pod¿s adhesive was not sticking well, they were not sure the cannula was seated properly in the infusion site (leg) and that the pod was leaking insulin. Reported symptoms include vomiting, chest pain and esophageal pain. It was also reported that there was bruising around the infusion site of the pod. The patient was treated with insulin and fluids. The patient also underwent imaging and tests, including magnetic resonance imaging (MRI) and electrocardiograms (EKG), the outcome of these was not reported. The patient was discharged on (B)(6) 2026. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: not available. Cgm sensor type: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.